Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: trek 3.0x15. Guide wire: sion blue. Stent: endeavor 3.0x18. The rx trek 3.0x15 dilatation catheter is being filed under a separate medwatch MFR number. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw mini trek catheter may have aided in the investigation and determination of the cause. Reportedly, the kissing balloon technique was used during the procedure. It is possible that as the mini trek catheter was advanced over the guide wire, the clearance inside of the guiding catheter may have become reduced, contributing to the difficulties of advancing the catheter. It was reported that as resistance was encountered, force was applied resulting in damage to the guide wire. It should be noted the trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Never apply extreme bending or twisting force to any section of the catheter. Do not use a catheter if the shaft has become bent or kinked, prepare a new catheter. The damage to the guide wire may have then contributed to the difficulties retracting the catheter from the guide wire. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported difficulties could not be determined.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with moderate calcification. Pre-dilatation was performed with a 3.0 x 15 rx trek balloon. A non-abbott stent was deployed in the mid lad. Kissing balloon technique was performed during post-dilatation with the same 3.0 x 15 trek in the lad, and a 2.0 x 15 trek in the first diagonal. A slow rupture was noted during the second inflation of the 3.0 x 15 trek, at 12 atmospheres. It was also noted that resistance was met during advancement of the 2.0 x 15 trek with a pilot 50 guide wire; therefore, force was used, and the guide wire body bent. The procedure was completed successfully with the same pilot 50 guide wire and 2.0 x 15 trek, without replacement; however, resistance was noted during removal of the 2.0 x 15 trek balloon from the guide wire. There were no adverse patient effects reported. No additional information was provided.